Event description:
It was reported that incorrect interpretation of signals was noted on the device resulting in inappropriate therapy and the patient experiencing discomfort. The patient was hospitalized for one day. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.